Event description:
Information received by medtronic indicated insulin pump had insulin pump had insulin flow block alarms. Customer stated they change reservoir and infusion set multiple times but still getting insulin flow block alarm. Customer reported cosmetic damage on the back of battery compartment. Troubleshooting was performed and customer reported insulin pump was dropped. Customer reported no damage to infusion set, reservoir and retainer ring was reported. No out of box damage was reported. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Tested with a test p-cap and the test p-cap locked in place properly. Insulin pump passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarms noted during testing. Insulin pump successfully downloaded to thus. Confirmed pump alarmed insulin flow blocked alarm four times in insulin pump downloaded history in prime. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: scratched case, cracked battery tube threads, pillowing keypad overlay, cracked battery tube case, serial number label damage. Insulin flow block was not confirmed. Cosmetic damage to battery tube case confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.